Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head did not display an image, when it was plugged in. The issue occurred, during preparation for use. There were no reports of patient harm.